Event description:
Pt reported, the covering to the buttons on the infusion device is defective. Pt stated, it takes high effort from the buttons but they work. Preliminary findings report the down button has no function and the front foil, error lost and bottom cover is loose. There are bite marks on the infusion device housing and etr is lost. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.